Event description:
The physician reported he interrogated the patient's stimulator after the patient reported no stimulation. The device displayed a power on reset (por) message. The patient had recently undergone back surgery; the physician increased the amplitude and the patient then felt stimulation.